Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 12/01/2022. The correct g3 date is 12/02/2022.h10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot.investigation summary: one vaccess pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. Under microscopic examination, a compound rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported compound balloon rupture as a compound rupture was noted to the balloon under microscopic examination. A definitive root cause for the reported compound balloon rupture could not be determined based upon the provided information.labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.h10: b5, d4 (expiry date: 06/2025), g3, h6 (method)h11: h6 (result, conclusion)h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured at 18 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2025.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured at 18 atm. There was no reported patient injury.